Event description:
Same case as 2134265-2008-02879. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician attempted to perform pre-ivus, but the imaging catheter was unable to cross the lesion. The lesion was pre-dilated with a 2.5mm balloon, unk type. A taxus express2 2.5x20mm drug eluting stent was then placed in the 99% stenosed lesion located in the severely calcified and moderately tortuous, mid left anterior descending (lad) artery. A taxus express2 2.5x12mm drug eluting stent was placed in the proximal lad. The stents were post dilated with a 2.75mm non bsc balloon. The physician then attempted to perform post ivus, but the imaging catheter was unable to cross the lesion. Angiography was performed and stent apposition was good. No pt injuries or complications were reported. Three days post procedure, the pt developed chest pain and angiography confirmed a thrombosis at the proximal edge of the taxus 2.5x12mm stent. The thrombus was aspirated and the lesion dilated with a 2.0mm and a 3.0mm balloon, unk types. The physician then suspected a dissection had occurred near the proximal edge of the stent and attempted to place a taxus express2 drug eluting stent, but was unable to cross the lesion. Post ivus could not be performed due to inability to cross the lesion. The procedure was completed. No add'l pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The most probable root cause classification is anticipated procedural complication as the device related root cause does not apply, and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.